Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the jaws were severely out of alignment. The device appears to have been dropped since the one of the jaws was across the center line of the channel. The outer tube was slightly bent. No other defects or anomalies were observed. The jaws were manually reset. As a result of manually resetting the jaws, the rotation tab got bent and the first clip broke. Functional inspection was not needed at this time. However, the trigger was engaged to see if the ratchet ears were still intact. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the bottom jaw had bent jaw legs which contributed to the jaw coming loose. The distal end of the channel and the outer tube were both bent as they were off-center. The jaw opening gizmo (jog) and the jaw spring were both still attached and undamaged, showing that they did not contribute to the jaw coming loose. The sample was received with 9 clips remaining in the other remarks: channel indicating that 6 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not opening" was confirmed based upon the sample received. One device was returned. The device was returned with the jaws severely out of alignment. One of the jaws was on the wrong side of the center line. The jaws were manually reset, but they were unable to open completely. The sample was disassembled and multiple components were found to be damaged. The bottom jaw had bent jaw legs which would contribute to the jaws being out of place. Also, the distal end of the channel and outer tube were both bent. All of the observed damages could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
The physician attempted to load a clip into the jaw but the jaw would not expand entirely. He attempted this 3 times before he passed it off and asked for another unit. The second unit worked as it is designed. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73h1600664 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time.

Event description:
The physician attempted to load a clip into the jaw but the jaw would not expand entirely. He attempted this 3 times before he passed it off and asked for another unit. The second unit worked as it is designed. There was no patient injury.